Event description:
Following a trial implant procedure for the evoke spinal cord stimulation (scs) system, excessive bleeding was observed at the needle entry site. The patient was evaluated in the emergency department, a computed tomography (CT) scan showed no evidence of hematoma. The incision site was redressed, the bleeding subsided without further interventions and the patient was subsequently discharged.